Event description:
It was reported that when attempting to program a syringe pump to infuse ceftriaxone 230 mg (5.75 ml) the pump indicated that the volume was over the guardrails limit 4.9ml. The pump would not allow the infusion to be programmed. The clinician adjusted the infusion parameters to complete 4.9ml of the infusion and then slowly flushed the remaining medication by hand. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when attempting to program a syringe pump to infuse ceftriaxone 230 mg (5.75 ml) the pump indicated that the volume was over the guardrails limit 4.9ml. The pump would not allow the infusion to be programmed. The clinician adjusted the infusion parameters to complete 4.9ml of the infusion and then slowly flushed the remaining medication by hand. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, g, b, c codes.